Event description:
The mazur spine robot is a trajectory finding device for the placement of pedicle screws in the spine. I have used the device about four times with no identifiable problems, although at least once its use was abandoned for technical reasons. In a case in which landmarks had been obliterated due to prior surgery, three trajectories needed to be found. The patient's pre-operative CT was registered to intraop fluoroscopic images as is the normal routine. The three trajectories were identified, drilled, tapped and a screw was inserted. The lateral x-ray appeared normal. The ap x-ray was interpreted by me -incorrectly- as normal. Diagnosis or reason for use: lumbar degenerative disease.